Event description:
The customer reported that during testing of the ventilator the fio2 is reading 45 when set to 50, reading 55 when set to 60. Above 60 he says that it is within 3%. No patient involvement.

Manufacturer narrative:
(B)(4). Device evaluation by the carefusion field service technician is anticipated but has not yet begun.